Event description:
A report was received that during device evaluation it was found that the leads were cut and only the proximal ends were returned. It was not known if the distal end is still inside the patient¿s body.

Event description:
A report was received that during device evaluation it was found that the leads were cut and only the proximal ends were returned. It was not known if the distal end is still inside the patient¿s body.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-50, serial/lot #: (B)(4), description: linear lead with enhanced stylet, 50cm. Device evaluation indicated that the lead passed photographic imaging tests performed. The lead bodies were cut and only the proximal ends were returned. Damage to the leads was a result of a typical explant procedure and it was not considered a failure.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.